Event description:
A report involving a nl (B)(4) peritoneal catheter passer was described as; "it injured a blood vessel under the clavicle." Further information was not provided except that the unit was purchased in 1997. Additional clinical information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.